Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar fusion (plf) l3-s1 due to degenerative disc disease (ddd). Post-op, the implanted screw was broken and non union was observed. Patient underwent additionally two stage of revision surgery as a result of this event. Transforaminal lumbar interbody fusion (tlif) was performed at l5/s1 on (B)(6) 2019. Second stage surgery anterior lumbar interbody fusion (alif) was performed at l4/5 on (B)(6) 2019. Some part of the broken screw could not be removed and still inside the patients body.